Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing thixotropic adhesive at forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the malfunction occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.